Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported by the spouse that the patient experienced inaccurate cgm values. According to the report, the egv on the receiver was around 93 mg/dl and the spouse checked the bg which was 43 mg/dl lower (50 mg/dl). The patient experienced unresponsiveness and the spouse called ems. The bg by ems was 50 mg/dl while the egv was 93 mg/dl. The patient was transported to the hospital and treated in ICU for 4 days by the time of the call. The reversal method for hypoglycemia was not remembered. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 43 points. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.